Manufacturer narrative:
E 1. Initial reporter address line (B)(6). The product was returned for evaluation. Biosense webster (bwi) conducted a visual inspection and magnetic sensor functionality test of the returned device. Visual analysis of the returned device revealed reddish brown material inside and a hole on the pebax with internal parts exposed. A magnetic sensor functionality test was performed, and the device was visualized and recognized correctly. No magnetic issues were observed. The issue reported by the customer could not be replicated during the product investigation. However, the blood found inside the pebax area could be related to the reported issue as a potential cause. The instructions for use contain (IFU) the following recommendations: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. A manufacturing record evaluation was performed for the finished device 31104162l number, and no internal actions related to the complaint were found during the review. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial cardiac ablation case, which included a thermocool® smart touch® sf bi-directional navigation catheter, the biosense webster¿s product analysis lab (pal) identified a hole in the pebax with internal parts exposed. Initially, it was reported that a magnetic sensor error was displayed on the screen. There was no patient consequence. The magnetic sensor error was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 03-feb-2024, there was a hole on the pebax with internal parts exposed. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 03-feb-2024.